Event description:
During a vascular tunneling procedure, the tip of the sheath dislodged inside the pt. The surgeon retrieved the tip by making an incision. The surgeon tried several times to re-attach the tip to the tunneler and was not able to reattach the tip.

Manufacturer narrative:
Results and conclusion: there have been no other reports of problems with this lot of product. The product used in the procedure was not returned. Product not used, from the same lot as the complaint product, was returned from the customer. The critical dimensions of that product including the bullet tip shelf diameter, bullet tip shelf length, and the sheath inner diameter were checked and found to be within specifications. The pull force required to remove the bullet tip from the sheath was measured on these parts and the data is consistent with historical data on this product. No problems with this product were found.